Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified lower leg artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.